Event description:
It was reported that the system lost connection between the c-arm and workstation. When this happens, the system may shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated a cable connector. The system operates as intended.